Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). One (1) unknown biomet implant was returned for investigation. Visual evaluation of the as returned implant identified fracture at the collar. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing condition noted on the per was moderate bone density (type ii). The reported device was in tooth location 36 (fdi) and was used for approximately 9 years, 9 months. The customer did not provide x-rays or images. Documents reviewed: biomet 3i dental implant IFU (p-iis086gi rev j 08/2022); information identified: 'warnings' 'precautions' 'sterility' 'potential adverse events' DHR and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. 'March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
It was reported implant collar fractured and was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. UDI not available. PMA/510(k) number not available.